Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported an inaccurate basal history issue. The patient did not alleged any harm or injury because of the alleged issue. While reviewing the pump's basal history, the patient noticed a zero basal rate segment on (B)(6) 2012, from 8:27 pm to 9:12 pm. The patient could not account for the zero rate time frame. The patient denied that the cartridge was out of the pump at the time. No empty cartridge alarms were noted for that time. She also denied that she was adjusting the pump's basal rates at the time. Although the patient had reported blood glucose (bg) issues during the contact with anm, the bg issues were not aligned with the time frame of the alleged basal rate history issue. The patient had reported bg levels in the "400's" with symptoms of nausea from (B)(6) 2012. The alleged basal history issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's basal history was inaccurately. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that the pump was suspended on (B)(4) 2012 at 20:27, and delivery was not resumed until 21:12. During investigation, a normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad was tested and all buttons respond appropriately to user input. There were no hypersensitive keypad buttons observed. A force sensor calibration test indicated that the force sensor was out of calibration.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.